Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that customer was hospitalized with high blood glucose while using the device. Customer reportedly experienced a loss of consciousness and ambulance was called to take customer to the hospital; pump was removed and treated with insulin injections. Doctor reported issue was due to technical problem with the pump that stopped administering insulin.